Event description:
It was reported that during patient treatment, the ventilator was making a rattling noise. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was reported with making a rattling noise. Our service technician investigated the ventilator on site. The noise could not be reproduced. An alarm stating a problem with the safety valve was found in the device logs and the safety valve was replaced. The ventilator passed pre-use check and was cleared for clinical use. No parts was returned for investigation. The device logs were downloaded and sent for evaluation. The device logs can confirm the event of the safety valve failure. A faulty safety valve may lead to leakage in the system if it is open when it should be closed. There is no indication in the logs that the rattling sound affected the ventilation. The root cause of the reported event cannot be determined.

Event description:
Manufacturer ref # (B)(4).